Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor distorted, several conductors were distorted and there was deformation/fracture of the proximal section of the inner coil. The stylet was also stuck in the lead.

Event description:
It was reported during the implant procedure that there were high pacing impedances ( 1600 - 2000 ohms) measured several times. After 4 attempts to reposition, helix wouldn't extend. After lead removed, 30 turns needed to extend helix and then popped out suddenly. The lead was not implanted. No patient complications have been reported as a result of this event.